Event description:
It was reported that when using the bd pyxis¿ medstation¿ es clock change caused medication timing issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect. A technical support specialist dialed into the station, verified that the station time was an hour behind, updated the time to the correct zone, verified that the station was communicating properly and was not in disconnected mode to resolve. The system functioned as intended after the technical support specialist troubleshot the device.